Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainant was unable to provide lot number. Additional information received via email on (B)(4) 2014 stated that "there is no product picture available". No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample from evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Complainant experienced inflation difficulties based on the report that inflation was more difficult (needed more pressure) than usual, only 20 ml could be inflated. Device was removed immediately. A new product was inserted, which worked without problems.